Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the catheter ejected during a coughing episode after surgery. Catheter found in bed with balloon inflated. Pain and minor bleeding were noted. Catheter was re-inserted.

Manufacturer narrative:
According to the complaint description, the sample and the lot number are not available. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. Checking quality database revealed no anomaly in connection with the described defect. However, this complaint will be used for trend analysis. Clinical assessment of the incident was performed: the information provided is very limited: unknown indication (surgery), inflation volume, pain intensity. To our knowledge / understanding of the event, the prostatic catheter ref. Ab6120 was inserted following surgery, and was expelled from the patient with the balloon still inflated, during a coughing episode. The incident which resulted in pain, minor bleeding and the need for reintervention to insert a new catheter is estimated as severity level 3. Causality assessment: we consider that pain and bleeding are related to the use of the medical device (medical device and procedure). Clinical risk assessment: in this case, the spontaneous removal of the catheter with the balloon still inflated, causing transient pain and bleeding, represents a clinical risk of urinary tract infection or potential long-term complications such as stenosis, which is severity parameter 3. A similar case study was performed on prostatic silicone catheter, on the same defect "catheter ejected with the balloon still inflated": no similar case was found.

Event description:
According to the available information the catheter ejected during a coughing episode after surgery. Catheter found in bed with balloon inflated. Pain and minor bleeding were noted. Catheter was re-inserted.